Event description:
Pt wa having a laparoscopic cholecystectomy. He developed profuse bleeding. At laparotomy he was found to have severence and perforation of a small bowel mesentery blood vessel (artey) byt the laparoscopic trocar with profuse bleeding. The bleeding was controlled. The pt had 2 units of packed cells. The sharp trocars used for penetration of the abdominal wall frequently overthrush unintentionally into the abdominal cavity resulting in injury of underlying structures such as the liner, which fortunately stops bleeding spontaneously usually. Intestinal perforation occurs less frequently or mesenteric penetration as in this case with severance of a vessel (artery or vein) may occur. Other major blood vessels injuries such as aorta, iliacs and epigastrics have occurred with serious hemorrhage. Nerves may be traumatized. Likewise kidney, wureter or urinary bladder perforations may occur. Rptr has seen the gall bladder perforated. Rptr feels that with slightly different technology these problems may almost completely be avoided.